Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Tongue caught [tongue injury]; brush started to become a little looser, causing tongue to get (caught) in between [injury associated with device]; initially the brush started to become a little looser / brush would be very loose [device physical property issue]; head became detached / the brush would be let go completely - oral-b precision clean brushhead [device breakage]. Case description: a female consumer of unspecified age reported spontaneously via e-mail on (B)(6) 2018 that over the past 2 months, she had already had to throw away 4 oral-b power oral care refills precision clean because the head became detached. She explained that initially, the brush started to become a little looser (causing tongue to get caught in between), after which the brush would be very loose or let go completely. The case outcome was unknown. Treatment details: unknown. Relevant history: none reported. Concomitant product(s): oral-b rechargeable toothbrush, version unknown. No further information was provided. On (B)(6) 2018 received consumer's follow-up e-mail: the consumer reported that she still had the brush head and the packaging. No further information was provided.